Event description:
Patient reported the lifetime of the battery of the infusion device is too short. Patient stated the infusion device turns off immediately after the alarm w2 (battery low) error message. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.